Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: did the patient experience a post-op device malfunction? Yes. If yes, please describe. Reaction to skin glue. Did the patient experience an adverse event? Yes. Did the patient require revision surgery or hardware removal? No. If no, was there any additional medical intervention required? Yes: benadryl and topical steroid. Patient consequence description/was there a clinical outcome experienced by the patient? Contact reaction. Was other medical intervention required? Yes. If yes, describe. Allergic contact reaction itching, redness, requiring topical steroid and po antihistamine. What prep was used prior to, during or after dermabond advanced use? A sterile preparation was used prior to incision. Following the conclusion of the procedure, a sterile lap dipped in sterile saline was used to remove the prep and skin allowed to dry prior to application of topical skin adhesive. Attempts to obtain the following information have been made with no response to date. If further details are received at a later date a supplemental medwatch will be sent. What date did the reaction occur post op? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent exploratory laparoscopy on (B)(6) 2019 and topical skin adhesive was used. A sterile preparation was used prior to incision. Following the conclusion of the procedure, a sterile lap dipped in sterile saline was used to remove the prep and skin allowed to dry prior to application of topical skin adhesive. On (B)(6) 2019, patient had an allergic contact reaction, itching, redness, raised skin at the trocar sites where topical skin adhesive had been applied. Remainder of adhesive was removed and patient was given benadryl po (by mouth) and a topical steroid. No systemic reaction reported.